Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This head will be reported on by (B)(4).

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reported metallosis diagnosis and is experiencing severe swelling along with rash/bumps all over leg. No hip revision has been reported to date.